Manufacturer narrative:
The reported event of capture problem was confirmed while the reported event of lead fracture was not confirmed. As received a partial lead was returned in two pieces. The connector portion measured 18.5 cm and the middle portion measured 31.5cm / 34.3 cm. External insulation abrasion was noted at 25.1-26.1 cm from the proximal cut end consistent with friction another device or feature of patient¿s anatomy. The reported event of capture problem was isolated to the abrasion found on the lead. Visual and x ray examination did not find any other anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a generator upgrade on (B)(6) 2020, when the rv lead thresholds were checked, the thresholds were very poor, and the rv lead was fractured. The right atrial lead was examined, and the lead impedance was very high and was believed that the lead was fractured. The rv lead and atrial lead were explanted and replaced. The lv lead was capped due to dysfunctional. The patient condition was stable. Related manufacturer reference number: 2938836-2020-07019 and 2938836-2020-07020.